Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. (Calculated from the date of manufacture.) The power module remains in use and the power module internal battery will not be returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the clinic on (B)(6) 2016 to have the power module internal battery replaced; however, it was observed in the log file that there were two occurrences of low flow/low voltage/pump off alarms. The patient stated that there were only low flow alarms and the red battery alarms on the power module, and denies any other alarms. The patient was still using the power module despite the alarms. The manufacturer¿s technical services reviewed the submitted log file and it appeared that the patient was experiencing issues with the power supplied by the power module, and when the power failed on the power module the emergency backup battery in the system controller ran the pump until depletion. It was reported that the pump may have been off for approximately 6-7 hours. Power was restored to the pump with battery power. It also appeared that the patient was getting approximately 12 hours of runtime on battery power; therefore, it was not suspected that there were any issues with the battery clips or the 14 volt batteries. The lvad clinician reported that since the power module internal battery was replaced no additional alarms have occurred, and the patient was extensively re-educated. The patient was asymptomatic.

Manufacturer narrative:
The report of low voltage, low flow and pump off alarms was confirmed based on the evaluation of the submitted system controller log file. The log file captured on (B)(6) 2016 at 7:45:57am a low speed hazard, low battery hazard alarm with the pump speed at zero and the emergency backup battery in the system controller uninstalled, and showing not connected to any power source. The pump appeared to be off for approximately 6-7 hours. Power was restored to the pump on (B)(6) 2016 at 3:11:33pm when connected to the 14v li-ion battery power with the pump speed ramping up to the current set speed of 8800 rpm. After power was restored, the only alarms that were intermittently active were power cable alarm active as power was switched from 14v li-ion battery to power module. During these alarms, no further pump stoppage was observed. The reported event of low voltage, low flow and pump off alarms while on the power module could not be confirmed as the unit was not returned for evaluation. No further issues have been reported for the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.